Manufacturer narrative:
Block d6b: explant date: a week prior to (B)(6) 2025. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 7070854. UDI: (B)(4).

Event description:
It was reported that the patient experienced severe pain in the right knee to toes as well as inadequate pain relief from the spinal cord stimulator (scs) device. Program optimization was performed and was unsuccessful. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility. No further information could be obtained despite good faith efforts.